Event description:
Additional information received indicated that the device was reprogrammed to deactivate the lead in order to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was an alert delivered for increased pacing lead impedance on the right atrial (ra) lead. There were also episodes of automated mode switch (ams) and a low sensing value noted. No intervention has been taken at this time and the patient was stable with no consequences.